Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP device. The patient alleges hypersensitivity and pneumonitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a rep dream station auto CPAP device. The patient alleges hypersensitivity and pneumonitis. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 4 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were foam degradation and unit got corrected. In this report in box g: date received by mfg., in box h: eval method code, eval result code, conclusion code has been updated.